Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that it was reported that this caller requested episode review. A boston scientific technical services consultant stated it is an episode of ventricular fibrillation (vf) which caused pacing inhibition greater than two seconds. The episode was not long enough for therapy to be delivered. No adverse patient effects were reported.